Manufacturer narrative:
Initial and final MDR 1908054 - MDR 3003442380-2024-13278 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced two infusion sets leaking at the adhesive part on (B)(6) 2024. The infusion set was in use for 1 day. No further information available.